Event description:
Additional information from the representative reported that the lead revision was last week. The patient was doing well and was getting good coverage.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4). The patient has multiple leads and it is unclear which had the issue. Refer to regulatory report #6000153-2015-00589, #6000153- 2015-00590, and #6000153-2015-00592 for information on the patient's other leads.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for other chronic/ intract pain (trunk/limbs) and lumbar radiculopathy. It was reported the patient may have a lead revision due to not getting coverage where she needed it. The lead looked like it had fallen. The rep stated the lead looked ok, but that they might need to move it up. The patient had a test scheduled with her doctor the week prior to this report and they were going to decide what to do from the results. The rep stated the healthcare provider (hcp) recommended another back surgery, but the patient did not want another back surgery. The patient would rather do a lead revision. The rep tried to meet with the patient to reprogram but was unsuccessful. At the time of the report, the rep was uncertain if the lead would be revised or not. The patient never really got good coverage since the beginning. Additional information received from a rep reported the patient had a consult with the hcp after (B)(6) 2015. The patient had been going back and forth whether to do the whole system replacement or to just get the lead revision done. The patient had an appointment scheduled with the hcp in the first couple of weeks of (B)(6) 2016. The rep planned to be at that appointment and would provide the results of that appointment in (B)(6) 2016. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #6000153-2015-00589, #6000153-2015-00590, and #6000153-2015-00592 for information on the patient's concomitant system.